Manufacturer narrative:
The facility did not request service. The facility purchased new handpieces and did not return the handpieces replaced. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).

Event description:
Adverse event: "no patient injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The facility biomedical engineer reported a system message displayed in the middle of the case. The handpiece was switched out and the case was completed as planned. No patient injury was reported.